Event description:
It was reported that the product antegrade catheter broke when used. No reported patient injury.

Manufacturer narrative:
Device evaluation is anticipated upon return of the device from the hospital. Evaluation to occur to determined root cause.

Manufacturer narrative:
Evaluation: the report of product damage was confirmed; the female luer connector was cracked along the parting line of the anteplegia aortic cannula. The main lumen of the device was cut just distal to the female luer connector and the red pvc tape. The device appears to have been used; dried blood was visible within the cannula. An unknown blue connector was returned with the device. The needle and the original packaging were not returned with the device. No additional issues were identified during evaluation of the returned device. A device history could not be performed as there was no provided lot number. The root cause of the reported defect cannot be confirmed; however it is likely that the issue resulted from excessive force being used on the female luer connector. Compression testing also confirmed that use of excessive force can replicate the reported issue. Therefore, it is possible that over-tightening contributed to the crack reported. No factors related to the manufacturing process were identified which would have contributed to the reported issue. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.